Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they aren't sure if the stimulator is even working and aren't exactly sure why they even got it. They stated it has never really helped with their bowel symptoms which had been going on pretty much since they've had it. They stated they didn't realize the stimulation was turned on right away after surgery so it was off for the first couple of days. They stated they have notified the doctor and the representative of this and have tried increasing stimulation, however it becomes painful. They stated at one point they tried to increase it so much that they couldn't sit because they had so much pain in their butt. They stated they had to turn it back down again. They also stated it feels like the device flips over when they sit down. They stated they aren't sure when they first noticed this happening. At this point, they stated they have tried program 3 and 5 but have not tried the other programs yet. Patient services recommended they have device checked by doctor first to ensure system is intact. Patient services also reviewed increasing stim to a comfortable level before switching programs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's device malfunctioned. The cause of the patient not being sure if the stimulator is working was determined to likely be related to the lead. The sns system was replaced on (B)(6) 2022. The cause of the stimulator being off for the first couple of days was determined to be unknown. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va2dndd product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.